Event description:
It was reported to medtronic minimed that the customer alleged the sensor wasn't paired to the pump. The event involved product unk_transmitter. The customer experienced hyperglycemia and visited to emergency room/ emergency medical service and was then treated in the hospital with intravenous insulin infusion and also assisted by an immediate family member during this event. The customer reported symptoms like tired/weak at the time of the hospitalization event. Troubleshooting was not performed for the loss of communication issue between the transmitter and pump and it was unknown whether the issue was resolved or not. The customer had been using the insulin pump system within 48 hours of a reported high blood glucose event. The customer was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time of a high blood glucose event. No further patient complications were reported. No product return was required for unk_transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.